Event description:
The customer reported that they had a service visit on (B)(6) 2014. During this service visit, the field service representative replaced a liquid level detection (lld) cable since the rt1 sr probe lld cable had cracked and was not making a proper connection. The system was then found to be operating within specifications and the customer passed quality controls. After the service visit, the customer noted that they started getting quality control errors and failures later on (B)(6) 2014. The customer also said that doctors had been questioning results for an unknown number of patient samples tested with multiple assays. Service was dispatched to the site again and before the field service representative arrived, the customer provided data for 3 samples that had questionable tina-quant hemoglobin a1c gen.2 (hba1c) results. Samples were repeated on an integra 400 plus analyzer. The results were not found to be erroneous. The field service representative determined that the nacl bottle had been updated on the "qc rack" without the bottle being changed out and that the rt1 sr probe had a loose connection. The customer had tightened the rt1 sr probe on (B)(6) 2014 and the field service representative replaced the nacl bottle on the ise rack. The system was found to be operating within specifications. The field service representative ran precision studies using a high and a low sample. The customer then provided data for one additional patient sample that had an erroneous result for hba1c. The sample was initially tested on (B)(6) 2014 and resulted as 9.5%. The initial value of 9.5% was reported outside of the laboratory. The patient was asked to come to the hospital to have another sample drawn on (B)(6) 2014. The result from this second sample was 5.2%. The first sample from this patient was repeated on (B)(6) 2014 and resulted as 5.4%. The 5.2% value from the second sample and the 5.4% repeat value of the first sample were believed to be the correct results. The customer later provided result data that was questioned for seven additional patient samples tested for multiple analytes. None of these results were found to be erroneous. No patients were adversely affected. The hba1c reagent lot number was 69989601 with an expiration date of 09/30/2015.

Manufacturer narrative:
The field service representative clarified that the rt1 sr probe was loose at the acrylic block and that the issue was solved by tightening the screw. He also clarified that the nacl bottle was shown in the system software as 93%, but the bottle was actually half empty. The customer updated the bottle to "new" on the ise rack, but did not actually change the bottle. This affected only protein tests such as iga, igg, and igm. The protein tests were not being diluted as a result. The customer has confirmed that they have had no further issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.